Event description:
It was reported that the patient swallowed a laminated sinus stent dressing. The physician reported the strings had been cut between ½ inch and 2/3 inch. It was not noted how the strings were secured to the patient. Other than the patient swallowing the dressing, there was no report of injury to the patient.

Manufacturer narrative:
This product is used for therapeutic purposes. (B)(4). The manufacture date is unknown as the lot/serial number was not provided. The product was not returned to the manufacturer; therefore, an evaluation could not be performed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.